Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/07/2011. Upon investigation of the devices, it was observed that the motor holding screws were broken and that the handpiece was noisy. The current cause of broken motor holding screws and seized / noisy motor in handpiece is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece worked, but it is noisy. There was no patient harm or delay reported, and the procedure was completed with an alternate device.